Event description:
Customer stated that the device overheated during a procedure. The procedure was completed with minimal delay. There were no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed the presence of corroded bearings and foreign debris contamination around the bearings.